Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a high impedance error after repeated out-of-range impedance measurements. Since then all impedance measurements have been out-of-range. A copy of the device data was analyzed, and it was observed that up until (B)(6) 2020, the shock impedance measurements were very stable and rather on the low side. In (B)(6) the shock impedance suddenly changed to a saturated high value and boston scientific engineers noticed that there was a capacitor reformation between the last good measurement and the first out-of-range measurement suggesting a device malfunction. Device replacement was recommended. Additional information received indicates that this device was explanted and replaced without issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection of the device was unremarkable. A review of the device memory confirmed that the lead impedance was very stable, and the last recorded normal measurement was on (B)(6) 2020. On (B)(6) 2020 a 1350-volt charge was recorded and there after impedances were out-of-range. The device case was opened, and electrical overstress was confirmed on the high voltage capacitor flex circuit. The high voltage capacitor flex circuit was isolated and electrically tested; all measurements were within normal limits. Analysis confirmed that the high shock impedance measurements were a result of the electrical overstress on the high voltage flex capacitor which prevented the capacitors from charging. Unfortunately, due to the extreme damage probable cause could not be determined. Patient code 3191 was used to captured surgical intervention.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a high impedance error after repeated out-of-range impedance measurements. Since then all impedance measurements have been out-of-range. A copy of the device data was analyzed, and it was observed that up until (B)(6) 2020, the shock impedance measurements were very stable and rather on the low side. In february the shock impedance suddenly changed to a saturated high value and boston scientific engineers noticed that there was a capacitor reformation between the last good measurement and the first out-of-range measurement suggesting a device malfunction. Device replacement was recommended. Additional information received indicates that this device was explanted and replaced without issue.